Event description:
During a follow-up, episodes of sensing noise resulting in oversensing and inappropriate mode switch (ams) were noted on the atrial channel of the device. No intervention was performed. The patient was stable and will continue to be monitored.